Event description:
The stretcher siderail would not latch.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. The technician replaced a missing shoulder bolt which resolved the problem.